Event description:
It was reported by the patient that they were "feeling very strange" and their heart rate was low. The patient was directed to go to the emergency room. While there, they were told that there was some "dysfunction" of the device. The device could not be programmed in the emergency room. Patient is attempting to get a device check as they live very far from the clinic and is disabled. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.